Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pegasus bl 22ga x 1.00in prn had leakage at the catheter junction. The following information was provided by the initial reporter: "the nurse performed superficial vein indwelling for the patient, and checked the integrity of the external package of the indwelling needle. Within the validity period, the indwelling needle was removed for exhausting before puncture, and water seepage was found at the connection between the needle handle and the catheter tube."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1231588. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported bd pegasus bl 22ga x 1.00in prn had leakage at the catheter junction. The following information was provided by the initial reporter: "...the nurse performed superficial vein indwelling for the patient, and checked the integrity of the external package of the indwelling needle. Within the validity period, the indwelling needle was removed for exhausting before puncture, and water seepage was found at the connection between the needle handle and the catheter tube."